Event description:
On 04-dec-2023, the following information was provided to kci by the patient: on (B)(6) 2023, the patient was admitted to the hospital for wound complications and issues with home health staff. Patient previously reported that home health had missed visits for v.a.c.® dressing changes. On 20-dec-2023, the following information was provided to kci by the physician's office: on (B)(6) 2023, the patient was evaluated after he called the previous day to report that the v.a.c.® dressing was allegedly stuck in the wound. The physician did not find v.a.c.® dressing in the wound, but there was an enterocutaneous fistula likely caused by the home health nurse pulling on the v.a.c.® dressing. It was confirmed that there were missed visits by home health nursing, and the alleged v.a.c.® dressing remained in place about five or six days. The patient required hospitalization, antibiotics, and total parenteral nutrition (tpn). On 20-dec-2023, the following information was received via clinical documentation review: on (B)(6) 2023, the physician progress note indicates "his wound v.a.c.® was left on for 5 to 6 days and at least one appointment was not made by home health. Upon removing his v.a.c.® recently, the v.a.c.® sponge was significantly stuck to the wound and upon pulling, the nurse felt that there was too much remaining sponge within the wound. Wet to dry dressing was placed and he visits me today for evaluation...abdominal wound shows excellent granulation tissue at the inferior portion. However, there is a cephalad portion of 1 x 1 cm tract that has apparent stool within it... I suspect that the delay in removal of his v.a.c.® and the pull on the cephalad portion likely created a connection between the bowel and a new fistula...this can be managed with wound v.a.c.® and oral intake. He wishes to attempt this prior to changing course and considering other options such as tpn or additional surgical intervention.". The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.

Manufacturer narrative:
Based on information provided, kci cannot determine when the foreign body alleged to be the v.a.c.® dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. A device evaluation and a device history record review could not be performed. The dressing was reportedly left in the wound for over the manufacturer's recommendations, and the nurse pulled on the dressing to remove it; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.